Event description:
Additional information was received from a consumer (con). It was reported that the patient was going to avoid electromagnetic interference (emi) devices and ask for alternative measures at airports, etc. To resolve the shocking.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's implant shocked them when they went through the security gates at department stores. This happened twice, as early as (B)(6) 2017. It was noted that the patient worked at a placed that used a security wand without any issues. There were no further complications reported or anticipated.